Event description:
Per sales rep: the pt had a plate implanted in 2005. The pt was undergoing physical therapy and was feeling discomfort. X-rays were performed and it was found that the plate was broken. A revision surgery was performed 3 months later. During the revision surgery, it was discovered that the bone had already healed properly and that the broken plate did not need to be replaced with a new one. The broken plate is being return for eval.